Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced pain in her stomach, groin and vagina and pain during sexual intercourse. It was reported that she underwent mesh removal surgeries on unknown dates. No additional information was provided.